Event description:
Reportedly, during use on a pt while flying on an airplane, the ht50 would no longer accept external power. The health professional of the central medical ground support mentioned that the ventilator only had a couple more hrs of battery time. The health professional said that the pt was not totally dependent, and the care team that was with the pt was occasionally taking her off the ventilator and bagging her to help preserve the battery.